Event description:
A report was received that the patient was frequently charging her ipg after a lead revision. During the revision monopolar electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Event description:
A report was received that the patient was frequently charging her ipg after a lead revision. During the revision monopolar electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
Additional information indicates that the patient's ipg was explanted and a new ipg was implanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was frequently charging her ipg after a lead revision. During the revision monopolar electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging done. The complaint was confirmed the ipg exhibited excessive battery depletion due to high current leakage. The device profile indicates that the battery had been depleting in a normal rate until some point prior to the explant, and then it started prematurely depleting. It appears that the device characteristics had been changed at the time due to unknown reason. Such symptom is the characteristics of analog ic damage due to high-voltage transients. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).